Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that post-implant, it was determined that the right atrial (ra) lead had dislodged and perforated the right atrium causing a pneumothorax. The patient required underwater seal drain for the pneumothorax. No action has currently been taken in regards to repositioning the ra lead and remains in use. No further patient complications have been reported as a result of this event.